Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was evaluated by a third-party service center field service engineer, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed an active exhalation verification pre-test and pressure verification test step during testing. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) needs to be replaced to address the issue. The device required follow up repairs. A service quote was sent to the customer on multiple occasions with no response. The case was closed after several failed attempts for approval of repairs. If additional information becomes available, a supplemental report will be filed.